Event description:
It was reported that the implanted pacemaker alerted due to low atrial intrinsic amplitude. Electrograms showed atrial lead noise with some oversensing and pacing inhibition. Further review of the device settings was recommended. The pacemaker and atrial lead (non-boston scientific product) remain in service. No adverse patient effects were reported.